Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
Customer reported experiencing multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl with a trace to small level of ketones. After the occlusion alarms, the customer tested the system and found that the occlusion was at the infusion site. The customer changed the site and delivered a bolus of insulin to address the high bg level. . Multiple attempts were made to obtain additional information. Infusion set information was not provided.